Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The device is fractured into several pieces. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specification found that composition is specified and must be measured by the ash test, storage and packing requirements are also specified in the document. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a left knee ligament repair surgery; after the graft was passed through both tunnels (femur and tibia) and it was proceeded to fix the femur by placing the nitinol guide and proceeded to pass the male 8mm and the biosure screw with the rache handle; when the screw had advanced half the length into the bone; it got broken. The physician retired the screwdriver and nitinol guide and proceeded to remove the totally of the biosure´s fragments. Surgery resumed after a non-significant delay of 5 minutes; by placing the nitinol guide and the new biosure screw. No further complications were reported.